Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing and elevated blood glucose (bg) level of 600 (mg/dl) and large ketones. Contact reported customer changed their infusion set and insulin and used insulin pens to address bg levels; however, elevated bg levels persisted. While hospitalized, customer was treated with intravenous fluids and insulin. Customer then received insulin injections and was placed back on pump therapy. Additional pump and infusion set training was provided and customer was released 3 days after being admitted.